Event description:
After the patient was on the table for an atrial fibrillation procedure, a pin in the ampere connect port of the amplifier was bent resulting in cancellation of the procedure. The led on the amplifier was red when it was booted up and restarting it did not resolve the issue. The ports of the amplifier were then visually inspected. It was then noted that a pin in ampere connect port was bent. As the issue could not be resolved the procedure was cancelled. The issue has since been resolved by replacing the amplifier and the procedure was rescheduled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and identified that channel 53 (ablation 2) was electrically open. Any electrical open will cause non-functionality, unexpected results, or channel artefacts, which duplicates the reported symptom. Based on the information provided to abbott and the investigation performed, the root cause was attributed to physical damage to the pins within the ablation port. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.